Event description:
The reporter stated the surgeon inserted an aa4203tl silicone toric plate lens in 2005. During a patient follow up visit, deposits were noted on the lens. A yag procedure was performed about eight months later. The lens remains implanted.